Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample initially resulted positive when using the simplexa covid-19 direct assay, and negative upon repeat with the simplexa assay and a competitor assay (cepheid genexpert). Run analysis of the simplexa results showed one sample ID (B)(4) detected orf1ab (CT = 39.7). A positive control was run on the same day and was detected for both the s gene (CT = 26.2) and orf1ab (CT = 27.1) showing the reaction mix was functioning as expected. On 5/10/2021, a new sample was pulled and resulted negative on simplexa. 5/12/21: the same sample was repeated on cepheid (genexpert) as negative. Genexpert targets (e gene, n2 gene) are different than the simplexa assay (s gene, orf1ab). Based on the late CT value on only one target, it is likely the sample was near the limit of detection of the simplexa assay and just not detected by the competitor assays, or the sample was contaminated. Without the sample, this could not be confirmed. The customer's device and suspected false positive sample was not provided for investigation. This is a sample specific issue only. A retain lot of the suspected device was tested for a similar complaint on 06/09/2021 with 14 no template control (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 10316n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 10257n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample initially resulted positive when using the simplexa covid-19 direct assay, and negative upon repeat with the simplexa assay and a competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Other than the patient sample ID, other patient information was not provided.